Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of ¿no image¿ was that the power of otv-s190 was turned off during troubleshooting. The signal returned to normal once the device was powered on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported no signal coming out from the visera elite video system center to the monitor after an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting support was provided to the customer. The customer reported that upon checking all the cabling and monitor input selections, they were unable to obtain any signal. An olympus technician advised the customer to confirm that the device¿s power was on. The customer discovered that the device was turned off. The signal returned to normal once the device was powered on. The investigation is ongoing. If the device is returned, an investigation will be performed and a supplemental report will be filed.